Event description:
It was reporting the patient¿s ipg was protruding. Surgical intervention took place on (B)(6) 2022 wherein the ipg was buried deeper within the pocket site to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.